Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: ¿ruptures, bilateral inflammation, burning, right side itching, right side is ¿falling out¿ and bilateral removal.¿

Event description:
Patient reported for right side ¿rupture, inflammation, burning, itching, right side is ¿falling out¿ and bilateral removal.¿ patient reported events "fatigue, losing eye sight, dark spots, breast implant illness" are considered non-device related. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: wrinkling: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b.5., d.6b., d.9., g.1., h.2., h.3., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported a right side ¿ruptures, bilateral inflammation, burning, right side itching, right side is ¿falling out¿ and bilateral removal.¿ patient reported events "fatigue, losing eye sight, dark spots, breast implant illness" are considered non-device related. Patient also sent in FDA warning about the possible links of cancer and breast implants and mentioned legal action. Later, patient reported dyspnea- ndr through email. Device explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observed rupture on the device. Varied injuries-ndr: not applicable as the event is not related to the device. Dyspnea-ndr: not applicable as the event is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. Pruritus: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Fibromyalgia: unable to observe since it is a medical event and is not related to the device. Malaise-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Clarifications to d9: device has not been returned.